Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes.section d9: date returned to manufacturer: apr 15, 2026.section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. The lens was visually inspected revealing that the lens was cut in half. The lens was cleaned and further inspected. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. Based on the complaint investigation results, the product was released within specifications.conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced poor near vision and visual disturbances and was unable to tolerate the iol. Reportedly there was no patient or user harm. Medical intervention was reported as the iol was explanted. The replacement lens is a different diopter 16.0 and the same model drn00v. The patient is doing well. No further information is available.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been.